Manufacturer narrative:
(B)(4). The cassette was received for evaluation. Visual inspection was performed with no issues noted. Leak test, clear passage test, and clamp function test were performed with no issues noted. The reported condition could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during the initial drain. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm and the caregiver was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.